Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient faced infusion set cannula kinked issue event on (B)(6) 2024 3 or more hours after insertion. The site of insertion was abdomen. The blood glucose level was found to be high and patient took coorection bolus via pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .